Event description:
It was reported that non-sustained ventricular over sensing was noted. There was no inappropriate hv therapy. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
A fracture of the re coil was found at 2.3 cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of non-sustained ventricular over sensing.

Manufacturer narrative:
(B)(4).